Manufacturer narrative:
Patient details unavailable at the time of this report, this report is submitted on october 09, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced inflammation and infection at abutment site and was subsequently treated with antibiotics (type and date not reported) and wound care. There are plans to remove the abutment; however this has not occurred as of the date of this report october 09, 2017.